Event description:
It was reported that the patient's right atrial (ra) lead was over-sensing noise resulted in pacing inhibition and inappropriate mode switch episodes. No intervention has been performed. The patient was in stable condition.